Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got admitted due to low blood glucose on (B)(6) 2018 with blood glucose of 26 mg/dl at the time of the incident. The customer was at 26 mg/dl at the time of the call. The customer was given a glucagon shot to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The customer had low battery, replace battery now, and power loss alarms before the incident. The caller mentioned that the customer may not have been able to insert a fresh battery into the pump. The insulin pump will not be returned for analysis.